Event description:
It was reported that the haptic broke in the eye after insertion of the iol. The iol was cut in half and removed from an enlarged incision. A second iol was then implanted and sutures were required to close the incision. The physician reported the pt experienced increased iop due to the complications and extended surgery time.